Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely tortuous common iliac artery. On the first inflation the f/g, sterling, mr, 5.0 x 40/135 (4f) balloon ruptured. At what atmospheres is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.